Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: deflation: observed, one opening in valve side assessed, as cracked valve seat diaphragm valve. Total delamination of valve assessed, as adhesive failure. Additional observations: crease is observed, white particles in device inner surface are observed, white particles in device outer surface are observed. No further actions are required, as the device was implanted.